Event description:
Pt undergoing chemotherapy for relapsed leukemia. Mother of pt was unable to flush the pt's venous access device at home. She came to the clinic with the pt to be evaluated and a hole was blown in the dual lumen segment of the catheter. There is no repair kit for dual lumen segment of this catheter. (*)